Manufacturer narrative:
Product analysis: four analyzer cables were returned and manufacturer's analysis was unable to confirm the customer comment that the analyzer cables weren't working properly. The four cables returned all passed incoming visual and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer had multiple analyzer cables which were not working properly, as the cables could not be used to measure signals on the atrial channel or ventricular and/or had noise on the atrial or ventricular channel. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed that one cable was not working correctly. It had bent pins and failed functional testing. The other cable passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Two additional cables were returned.